Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the control body is broken attributing to leak/fluid invasion. Additionally, the coating of the insertion tube was found peeling off, angulation in the up direction is out of standard specifications due to a worn angle-wire, leak/fluid due to crumpled part of distal-end, light guide lens is broken, there is gap at the adhesive part of bending section cover, there is corrosion at the el-connector due to leakage, connecting tube is crumpled, the coating at the connecting tube is peeled off, there is crease at the connecting tube, insertion tube has scratches, the objective lens has scratches, adhesive of the bending section cover is worn. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer evis lucera broncho-videoscope was returned for service/repair for a reported ¿body crack¿, found during preparation before use. Upon inspecting and testing, the service evaluation identified defects to the insertion tube as the coating of the insertion tube was found peeling off. This report is being submitted to capture the coating of the insertion tube peeling off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The unique device identifier (UDI) data is unknown for the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified for the phenomenon ¿the coating at the connecting tube is peeled off¿. However, assumable causes were stated as follows: physical stress, chemical stress, storage environment. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿operation manual_ preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ ¿important information ¿ please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient". ¿reprocesing manual_ general policy: precautions warning: this instrument is not durable or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use and use under responsibility of a physician. Do not use if any abnormality is found". ¿storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.